Event description:
It is reported that the patient was revised for dislocation and loosening. The femoral component was revised because there is no art surface thicker than 19mm.

Manufacturer narrative:
Evaluation summary: a copy of the implant datwa (device stickers) and intraoperative records were received with the complaint. The intraoperative records do not indicate any issue. The devices are retained by the hospital; therefore, no review of the devices could be performed. Pre or post-op x-rays were not received with the complaint for review. Surgical technique utilized during the surgery is unknown. The report indicates the tibial plate was also revised as the articular surfaces aren't manufactured in a thickness larger than 19 mm. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.